Manufacturer narrative:
Trackwise# (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10/27/2023. An investigation was conducted on 10/31/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. Evidence of charred material was observed between the jaws. The harvesting device was returned in the cannula. The heater wire and gray silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire" was not confirmed. The lot # 3000324397 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hempro vh-3500 jaws were bent. There was no material left in the wound. A second device was used to complete the case. There was no harm or delays reported.